Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleging visualization of particles. There is no allegation of serious or permanent harm or injury. The patient required medication as medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a remstar auto a-flex. The manufacturer received information from the patient alleging visualization of particles. Medical intervention was not specified. Despite good faith effort attempts, the device has not yet been returned to the manufacturer for evaluation. There has been no communication from the customer on the return of the device. At this time, philips is not able to fully investigate this complaint. If any additional information is received, a supplemental report will be filed. The "reporter country" has been corrected in this report. In this report, box d, e, h has been updated/corrected.